Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device was received in a non-functioning condition; therefore, temperature testing could not be performed. Visual analysis observed the motor was seized due to corrosion. Other internal parts were also observed to be damaged by corrosion. The motor and parts were replaced; the unit was tested to product specifications and returned to the customer.

Event description:
It was reported that during preoperative testing of the device the handpiece heated up within a minute. There was no patient impact reported.